Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 06/20/2018, mentor became aware that the patient also reported information about the suspect medical device. The patient reported that she noticed lumps in and around the implant in (B)(6) 2015. She reported that the lump is located at the higher part of the center, cleavage area. On (B)(6) 2018, an ultrasound exam showed abnormality in the breast implant. Event date was updated to (B)(6) 2015. Patient age at the time of event was updated to (B)(6) years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was incorrectly reported that the patient had lumps in her breast. The patient¿s breast tissue is normal. The lump that was felt was a bump extrusion like an aneurysm in the implant. The patient reported that the failing portion of the implant is getting bigger. This is characteristic of the device migrating in the body. Manufacturer¿s reference number: (B)(4).